Event description:
The dental implant fx3410mlc was removed on (B)(6) 2020 due to an implant fracture 8 years and 9 months after implantation. The patient has history of diabetes and bruxism. The doctor noted local infection during explantation. The patient has recovered without complications.